Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. It was alleged that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: date of submission 08/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/28/2016 with the following findings: during investigation, the battery compartment was found to be cracked. The pump was unable to maintain an electrical connection with the returned battery cap due to the cap detaching. The battery cap threads were noted to be damaged. A test battery cap was used for all testing. The battery compartment threads were noted to be damaged. Unrelated to the original complaint, the cover was found to be cracked between the corner of the lens and the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.